Manufacturer narrative:
Initial.

Event description:
It was reported that during cartridge removal the stopper detached and remained at the bottom of the ilet, after which tubing was filled to make the stopper visible and it was then retrieved, and the user was able to proceed with use. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact to health and no need for medical care. Investigation included troubleshooting and user education performed remotely. Investigation of this case revealed a cartridge handling issue with a temporarily retained stopper, with no device alarms and no ongoing malfunction once the stopper was removed. It was concluded, based on previously established findings for similar reports, that the cause was user handling during cartridge removal.